Event description:
Customer forced a dual pad into the unit and proceeded with procedure. After surgery, the operating room staff removed the pad and found the pt had been burned.

Manufacturer narrative:
Conmed electrosurgery placed a follow-up call with the user facility in 2008. We spoke with reporter who revealed the burn was more like a rash burn, nothing serious. Reporter stated the nurse accidentally attached a dual pad instead of a single pad. Reporter will try to find the pad and return it to conmed electrosurgery for eval. Conmed electrosurgery also inquired about the pt. Now pt information was disclosed, however, reporter did state the pt is doing fine and was sent home right after the procedure.